Event description:
A discordant advia centaur ahbs result was obtained on patient sample. The result was reported to the physician. The sample was repeated in duplicate and the corrected result was reported. There was no report of patient intervention or adverse health consequences due to the discrepant ahbs results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site to check the instrument. A thorough check failed to find anything wrong with the instrument. The instrument is performing within specifications. No further evaluation of the device is required.